Event description:
Reportable based on analysis completed 2009. It was reported that during a coronary artery stenting procedure, crossing difficulties were encountered. The target lesion was located in the tortuous and severely calcified left anterior descending (lad). No pt complication or injuries were reported during the procedure. Pt condition listed as "good".

Manufacturer narrative:
Visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to second rows with struts bent distally. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical and or procedural factors.